Event description:
In 2003, the patient reportedly experienced an overly loud sensation followed by no sound while using the sound processor. In 2003, the patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the device is to be scheduled.